Event description:
It was reported that the casing of a monopolar curved scissor instrument was broken. No additional info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the tube extension is dislodged from the main tube. The entire tube extension wall is broken at the base of the axial keys. As a result, the tube extension can be rotated 360 degrees. No pieces are missing. Damage may be due to excessive side loading. Engineering also observed the main tube has a 3" long section just below the midpoint with material removed. Damaged area is parallel to the tube axis. Based on the location and appearance, the damage may have been caused by a cannula accessory. Electrical continuity passed. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional info is received.